Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: plastic valve broke, falling into the pt cavity. Piece was removed. Doctor was able to continue the case. The operating time and incision were not extended as a result. No pt injury was reported.